Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Plastic part that is twisted was cracked [device breakage]. Novopen echo stopped working [device failure]. High blood sugars [blood glucose increased]. Case description: this serious spontaneous case from the united states was reported by a consumer as "plastic part that is twisted was cracked(device cracked)" with an unspecified onset date, "novopen echo stopped working(device failure)" with an unspecified onset date, "high blood sugars(blood sugar increased)" with an unspecified onset date, and concerned a female patient (born in 1967) who was treated with novopen echo (insulin delivery device) from 2019 for "device therapy". Current condition: type 1 diabetes mellitus (duration not reported) . Concomitant products included - novolog penfill(insulin aspart) solution for injection, 100 iu/ml --/--/2019 to ongoing. On an unspecified date, the patient's novopen echo stopped working because the plastic part that is twisted was cracked. As a result, the patient experienced high blood sugars of 500 mg/dl. Batch numbers has been requested. Action taken to novopen echo was reported as no change. The outcome for the event "plastic part that is twisted was cracked(device cracked)" was not recovered. The outcome for the event "novopen echo stopped working(device failure)" was unknown. The outcome for the event "high blood sugars(blood sugar increased)" was not recovered.

Event description:
Case description: investigational results: product: novopen echo. No investigation was possible, because neither sample nor batch number was available. Final manufacturer's comment:~ 10-apr-2023: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. H3 continued: evaluation summary investigation result: name: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.